Event description:
It was reported by a case manager that a vns patient was deceased after an online obituary was found for the patient. The obituary provided the patient¿s date of death was (B)(6) 2016. Additional relevant information has not been received to-date.